Event description:
It was reported that the customer was involved in a car accident caused by low blood glucose. It was stated that the police treated the customer's glucose level with grapes and sugar. It was stated that the customer has lost the memory and has a reduced sense for his low blood glucose. The customer mentioned air bubbles in the reservoir after filling, and the snap cap got wet during removal of the air bubbles. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.